Manufacturer narrative:
The reported events of no low-voltage (lv) output, no inductive telemetry, and no magnet response were confirmed. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient experienced dizziness, balance disturbances, and bradycardia that resulted in a fall. Upon investigation, it was observed that the device exhibited a loss of pacing, was unable to be interrogated, and did not respond to a magnet. The device was explanted and replaced. The patient was stable.